Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient went to the emergency room, but was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, vomiting, and cloudy effluent. The patient was treated with intraperitoneal (ip) vancomycin (frequency and dosage not reported) and ip fortaz for two weeks (frequency and dosage not reported) for the event. At the time of this report the patient had recovered from the peritonitis event. Action taken with pd therapy was unknown. Additional information was requested but is not available. This is report 5 of 5 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter y-set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.